Event description:
A partial knee arthroplasty patient presented with swelling approximately four weeks post-operatively. The surgeon decided to wash out the joint and exchange the tibial onlay insert component. Tests were negative for infection.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. At this time, there is no evidence to suggest that the poly insert caused or contributed to the patient's inflammation. The surgeon performed preventive treatment, and replaced the poly insert. Test results were negative for infection as well.